Event description:
Alleged the account noticed a smell from the mattress due to fluid ingress into the mattress topper. Fluid was left on the mattress topper for approximately one hour.

Manufacturer narrative:
A replacement mattress topper was sent to the facility to repair the bed.